Event description:
It was reported that the patient presented with vf and had to be rescued. The device was found in reset mode. An insulation break was observed on the lead and the lead was replaced.

Manufacturer narrative:
Analysis found an insulation abrasion at 16 cm from the connector end due to friction with the ICD can. One of the two rv cables was severed and melted at the tip.